Event description:
A customer contacted beckman coulter inc. (Bci) regarding a system flagged error message with cuvettes failed water blanks and reaction wheel temperature errors due to an overflow in the cuvettes, located in the unicel dxc 800 pro synchron chemistry analyzer. No injury was reported for this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched for this event. The cuvette wash station probe was not aspirating so the fse replaced the probe and vacuum valve. The sample mixer flagged motion errors due to sample bearing was not moving. The fse replaced the paddle and the bearing. Ise dac (data acquisition) error on co2 (carbon dioxide) due to the ground wire was not completely plugged in. The fse performed calibration and qc. The system was resumed.